Manufacturer narrative:
Co rep evaluated the system. Corrections included replacements of the transceiver's power supply. System was tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.